Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a patient experienced the events of ¿late seroma¿, ¿seroma, which evolved with drainage through the surgical wound, without bacterial growth, requiring removal of the implant in the right breast¿, ¿capsular contracture and late infection¿, ¿sclerosis with synovial metaplasia, moderate lymphoplasmacytic infiltrate.¿ the device has been explanted.

Event description:
Physician reported "seroma late" the device remains implanted. This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma (late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported "seroma late" the device remains implanted. This record is for the right side.